Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a the display fades, then goes blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. Due to dimness of display, when the pump automatically dims itself before going into sleep mode, the screen appears to be blank. As the pump is not in sleep mode, pressing a button will light up the screen and display the last screen in use. Reported issue is due to dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.